Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to metallosis. The bilateral hip (left) was also implanted with metal on metal devices and revised (see MDR 3005975929-2017-00217).